Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "monitor failure" was not replicated or confirmed. The device was put through extensive testing including bench handling and defib/pacer testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. The report of "unit restarts/ reboots by self" was observed during review of the device data logs. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not operate correctly and restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.